Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: cook was made aware on 06apr2023 that (B)(6) hospital med. Ctr. (United states) had an event on (B)(6) 2019 concerning an unknown chait device from an unknown lot. When the device was removed, the chait catheter was found to be fractured. No part of the device remained within the patient. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that process steps were identified to ensure nonconforming material does not leave the house. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: the catheter should be changed every 6 months to reduce the risk of catheter fracture in the patient. Instruct the patient to read and understand the patient guide ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. How supplied: upon removal form package, inspect the product to ensure no damage has occurred. From a review of the dmr, no DHR, and with no product returned, cook was not able to find evidence the product was manufactured out of specification. Cook was not able to determine evidence of any non-conforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be established. It is possible that the device was in the patient too long which can lead to higher chance for a fracture. It is also possible the device was not cared for as recommended. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during removal of a chait percutaneous cecostomy catheter, it was discovered that the catheter was fractured. The replacement device was inserted under fluoroscopy without sedation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a - common device name: additional names: exd irrigator, ostomy. D2b - procode: additional product codes: exd. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.